Manufacturer narrative:
Device was used for treatment, no diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2013 during a trauma operation that while the surgeon was bending the matrix mandible (trauma) dcp plate with 4 holes/1.5mm-thick, a part of the tri radius section at the bender head broke. The operation was able to be completed without a problem. This is report 1 of 1 for complaint (B)(4).